Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Beckman coulter, inc. (Customer product line support (cpls) laboratory) did not receive any pt samples from the customer for the reported event. There has been no record of sample received for analysis. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02397 and 2122870-2011-02398. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The customer alleged elevated troponin I (accutni) results for one pt, above the acute myocardial infarction (ami) cutoff, involving access 2 immunoassay system. This is report number three of three referencing system serial number (B)(4). The customer believed to have received, from beckman coulter, inc., the pt result for heterophile interference testing on one of the access 2 immunoassay systems in (B)(6) 2007. The customer stated the pt sample was confirmed for heterophile interference. It is unk if the elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.